Manufacturer narrative:
The reported condition could not be confirmed as the e-piece was disengaged and not returned for evaluation. The cause of the difficulty reported could not be reliably determined.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.